Manufacturer narrative:
Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number:(B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the physician discovered that the preloaded monofocal intraocular lens (iol) was broken. It was necessary to open another iol. Through folow-up, we learned that the issue occurred during handling and prior the iol insertion. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 12, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was observed outside of the handpiece and was observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. The cartridge tip had a bulge which extended to the cartridge tube. The lens module was inspected, revealing no issues; however, viscoelastic residue was observed on the lid. Device assembly was inspected, revealing no issues; however, viscoelastic residue was observed below the lens module indicating an excessive amount of viscoelastic may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement were inspected, revealing no issues. No lens was received for evaluation. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. However, the issue was escalated and a nonconformance was initiated to further investigate the high incidence of similar complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.